Event description:
My surgeon used the medtronic infuse which caused me significant pain and has required me to frequently visit my doctor. I have permanent nerve damage and I'm constantly worried that things will get worse.